Manufacturer narrative:
The reported event could not be confirmed by the supplier. The returned device was forwarded to the supplier. The result of the investigation of our supplier indicated that the qdm, catalog # 62-50101, sn # (B)(4) did work as specified. Based on previous performed investigations and the troubleshooting guidelines the most likely root cause could have been an insufficient cleaning / maintenance procedure affecting the sensor function and resulting in a temporarily disfunction of the device. Therefore this event could be attributed to a user related issue. No indication was found that the determined observation was a design, material or manufacturing process related issue. Therefore no corrective and / or preventive actions are deemed necessary at this time.

Event description:
It was reported during a routine inspection the unit seemed to stay "on" when the screwdriver blade was inserted and would not turn off when power button was pressed. No associated patient or medical procedure with this event.

Event description:
It was reported during a routine inspection the unit seemed to stay "on" when the screwdriver blade was inserted and would not turn off when power button was pressed. No associated patient or medical procedure with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.